Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced a phaco burn during surgery it was sutured. The procedure type was unknown. Additional information was received phaco burn with whitening of the cornea and retraction of the wound it was sutured. A contact lens was placed over the eye on postoperative day one. The patient had a shallow anterior chamber for the first week. Patient had high irregular astigmatism, as can be expected from the sutures. Visual acuity was count fingers immediately after the surgery, but has now progressed to the 20-60/70 range. Due to the shadowing of the anterior chamber, there was some iridocorneal touch resulting in an ovoid pupil. Patient vision will continue to improve.

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Adverse events are followed-up by medical safety. No product returned for evaluation. Inconclusive, no product returned: as no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. No product returned/insufficient information: as no product is returned, however further trending is performed. The manufacturer internal reference number is: (B)(4).